Event description:
Reportedly, the instrument was placed and fired over tissue. Upon opening the device the staples dropped, malformed, into the pt's cavity. Some malformed staples were also stuck in the tissue. The operation site was initially resected very low. Additional tissue had to be resected and a new lower resection was completed. Procedure: colon resection with low anterior resection.